Event description:
Related MFR # 2916596-2023-00598. It was reported that a driveline communication fault occurred while the patient was traveling. At the time of the alarm the green pump running symbol was on, the ventricular assist device (vad) parameters were stable, and the patient was stable. The patient inspected the driveline and found no abnormalities. The patient silenced the alarm as soon as it appeared. The system controller and modular cable were exchanged on (B)(6) 2023 in the emergency department and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline comm fault alarm was confirmed via log file analysis. A review of the log files contained data spanning approximately 12 days ((B)(6) 2023 per timestamp). Beginning (B)(6) 2023 at 21:54:07, com_b_faults were intermittently active. At 21:55:33, the com_b_faults triggered driveline comm fault alarms to activate. The alarms did not resolve in the log file; however, pump operation was not affected. There were no other notable alarms active in the log file. The heartmate 3 vad modular cable (lot # 7575218) was returned for analysis. The modular cable was functionally tested and passed without issue. The mod cable was connected to the returned system controller (s/n: (B)(4)) and a mock circulatory loop and was able to operate the system for an extended period of time. The reported alarm was unable to be reproduced through testing. Per the provided information, the alarms resolved after the controller and mod cable exchange. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.